Event description:
Call from customer stating bg has been running between 380 and 500 all morning. Customer has been checking his bgs on 3 different meters. Customer states he is nauseous. He then decided he needs to go to the ER. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.